Event description:
It was reported that patient during a lead revision on (B)(6) 2021 (related manufacturer reference number. 3006705815-2021-02078, 3006705815-2021-02079), the physician noticed fluid discharge at the ipg pocket site. As a result, the ipg was explanted to address the issue.